Manufacturer narrative:
Evaluation of the returned pod10 revealed a pusher assembly fracture, and the embolization coil was detached within the introducer sheath. If the device is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. Based on the return condition, the pod10 could not be functionally tested, and the root cause of resistance during the procedure could not be determined. Further evaluation revealed an additional pusher assembly fracture on its proximal shaft. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod coils, lantern delivery microcatheter (lantern), and a non-penumbra catheter. It was noted that the patient¿s anatomy was mildly tortuous and calcified. During the procedure, the physician experienced resistance when advancing a pod coil approximately 40 to 50 centimeters into the lantern. The physician retracted and reinserted the pod coil back into the lantern; however, the physician was still experiencing resistance. Therefore, the pod coil was removed. The procedure was completed using a new pod coil and a pod packing coil (pod pc) with the same lantern. There was no report of an adverse effect to the patient.